Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix lancing device. No accidental needle stick occurred. Caller discarded alleged drum. No adverse event reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).